Event description:
It was reported that: the luer lock connector of the filter not fully closed what let to an insufficient ventilation, due to a leakage in the breathing system. The location of the leakage was not found immediately. In the meantime, the patient (child) went blue. The date of the event is unknown.

Manufacturer narrative:
A not fully closed luer lock connector of the filter leads to a leakage in the breathing system. This leakage is indicated by the anaesthesia device. Before using the filter, the operator has to make sure that no leakage in the breathing system exits. Citation of the instructions for use (IFU): "following installation of the filter carestar, the entire system must be tested for leaks. Check that all connections are secure." The concerned connector consists of a luer lock female connector and a luer male cap which is attached to the filter with a bridge. Both parts are plugged together. Investigations with reference filters showed that a disconnection is not easily possible after the connection has been checked and plugged securely. It can be concluded that the connection was not checked according to the IFU prior to the use of the filter.